Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was unsure when during the event the sensor would have failed. The patient also stated that the insulin pump delivered basil insulin when he did not need it, but no further details were available regarding this. The day of the event the patient experienced feeling low, and between 08:00 and 09:00am the patient experienced loss of consciousness and a seizure. During the episode the insulin pump got ripped off and the patient sustained facial injuries from hitting the floor and was bleeding on his face. At 01:30pm the patient partially regained consciousness and was able to answer a phone call from their parents. The patient was unable to speak clearly, was incoherent, and an ambulance was called by the parents. The patient tried to get to the kitchen, and despite a fall, he was able to consume honey. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 254 mg/dl. No further treatment was reported to be needed, and the patient was advised to rest at home. The patient stated that after resting they felt nauseous and brain foggy, however, at the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.